Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the distal end of the pad is separated from the grasping section. Considering the evaluation result of the subject device. Omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may resulting various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a laparoscopic 'r' distal pancreatectomy and laparoscopic hepatectomy. Several error messages were displayed, but the device has continued to use. After that, short circuit error messages were often displayed and the ptfe pad of the device was separated. The procedure was completed with the same device. There was no patient injury reported.